Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the screen on their device is distorted and unable to be used. In this state the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device's graphic lcd was replaced to resolve the reported issue. The device passed functional and performance testing and was returned to the customer. The removed graphic lcd screen was found to be cracked and broken. The source of the break was on the lower left of the enclosure and the liquid had fouled the display making the display unreadable. The graphic lcd was archived by stryker.

Event description:
The customer contacted physio-control to report that the screen on their device is distorted and unable to be used. In this state the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.